Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2015, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that impedance issues were the cause of the settings not available message. The impedance issues were programmed around on (B)(6) 2026. Physician would see patient (pt) next month to evaluate if new settings help control the pain. The information was confirmed by the physician. Issue not resolved.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that there were high impedances >40000 on contacts 2,4,5,6,7,13. Pt was unable to increase stimulation. Rep said there were impedance and connectivity checks. Issue was not resolved. Rep acknowledged they would submit any new information they become aware of. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2015 product type lead product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2015 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2019, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-apr-2019, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.